Manufacturer narrative:
(B)(4).

Event description:
It was reported by a company representative that a patient&#38112;generator was indicating low battery. The low battery indication was not expected based on the patient&#38112;settings, and the information available to-date. Additional relevant information has not been received to-date.

Event description:
Review of the manufacturer's in-house programming history revealed data from (B)(6) 2015 through (B)(6) 2016. The diagnostics were within normal limits for the history of the available data. The data revealed the battery voltage on (B)(6) 2016 to be 2.521 volts and the percent of battery consumed was 41.113%. At the patient's previous clinic visit on (B)(6) 2015 the voltage was measured as 2.864 volts and the percentage of battery consumed was 14.280%. The calculated percentage of battery consumed was not consistent with the measured battery voltage. Follow-up from the company representative provided that the patient has been referred for generator replacement. No known surgery has occurred to-date.

Event description:
Generator replacement surgery occurred on 09/07/2016. The explanted device has not been received to-date.

Event description:
The explanted generator was received for product analysis on 09/28/2016 which was completed on 10/13/2016. The report of premature end of life was duplicated during the analysis. An end-of-service warning message was verified and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. The as-received battery voltage was lower than typically observed for the noted consumption value. The high energy exposure resulted in further energy depletion from the battery. The "pulsedisabled" byte would not reset and the system diagnostics and final electrical test could not be performed. The diagnostic battery voltage calculation result was 1.711 volts. With the pulse generator case removed and the battery still attached, the battery measured 1.770 volts, confirming an end-of-service condition. The battery was removed. The pulse generator module was subjected to electrical testing and results show that the pulse generator module failed several electrical tests. The downloaded data revealed that 43.848% of the battery had been consumed. Remaining residual material on the printed circuit board assembly edge after the test tab removal manufacturing process resulted in increased current consumption, which was out of specification for both standby and pulsing modes of operation, and may have been the contributing factor for the report of premature end of life.